Event description:
It was reported that the patient was using renasys go for a diabetic foot wound and kept getting a blockage alarm. It was discovered that the soft port quick click connecter was loose on the inside causing a blockage somehow. The wound nurse opened up the soft port to see how it connected. But, when it malfunctioned it was disconnected on the inside of the port. It is unknown if patient did anything to cause this or it just came off inadvertently. No patient harm reported.

Manufacturer narrative:
H6: the device used in treatment was not returned for evaluation. All provided information has been reviewed, including supplied images which informs the orange quick click connector became disconnected on the inside, establishing a relationship between the device and the reported event, the root cause identified as loose or damaged component, no lot/serial number has been provided, therefore a review is not possible. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.